Manufacturer narrative:
Model number/catalog number: 72400152, batch/lot number: 332083019, model/catalog description: reservoir 65ml

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the source of the issue could not be identified. No the patient was reported to not have experienced any further complications. No more information available at the moment. Should additional information become available, it will be provided.